Event description:
A report was received that the patients ipg had migrated towards the surface of the skin. It was unknown if there was skin breakage.

Manufacturer narrative:
Additional information was received that the ipg migration did not cause a skin breakage but was causing discomfort to the patient. The patient underwent an explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg had migrated towards the surface of the skin. It was unknown if there was skin breakage.

Event description:
A report was received that the patients ipg had migrated towards the surface of the skin. It was unknown if there was skin breakage.